Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record or complaint history could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® urine collection cup , the device experienced erroneous results. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported that specific gravity and the ph values increased in samples with chemical preservative in urine strip tests. This issue was reported by (omitted) in a 2020 paper in the journal of the international federation of clinical chemistry and laboratory medicine titled "impact of chemical preservative in urine samples." Our results showed that the specific gravity and the ph values increased in samples with chemical preservative in urine strip tests.